Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® iliac branch excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement.

Event description:
On (B)(6) 2017, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system, a gore® excluder® iliac branch endoprosthesis, and two gore® excluder® aaa endoprosthesis were implanted. On (B)(6) 2020, a reintervention was performed, and a gore® excluder® aaa endoprosthesis was implanted to extend further into the left external iliac. The physician did not see an endoleak, but stated that during the index procedure in 2017, he was unable to get into the hypogastric, and may have pushed the ibe device too high up into the external iliac. After 3 years of aortic remodeling, it may have pulled up even higher, and so decided to implant the additional device in order to extend it. Aneurysm enlargement, increase unknown, was noted. The patient tolerated the procedure.